Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube nahep plh 13x100 6.0 plbl dk/bl ce underfilled "below the -19% requirement" during a draw volume test. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during our internal study, draw volume failure (below the -19% requirement within the labeled shelf life) was observed for glucose and heparin products."

Event description:
It was reported that the tube nahep plh 13x100 6.0 plbl dk/bl ce underfilled "below the -19% requirement" during a draw volume test. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during our internal study, draw volume failure (below the -19% requirement within the labeled shelf life) was observed for glucose and heparin products."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.